Manufacturer narrative:
Additional information: customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the wrong implant was in or, during which time the spinal was being administered to the patient. The surgeon elected not to proceed with surgery until the correct implant could get to the hospital, which would've been at least an hour. The case was canceled and pushed back to later in the day.